Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: holland CT, shenoy a, lachiewicz pf. Failure of a femoral revision knee component with chemical corrosion and elevated metal ions: a case report and literature review. Jbjs case connect. 2023 jul 12;13(3). Doi: 10.2106/jbjs.cc.23.00043. Pmid: 37437076. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: holland CT, shenoy a, lachiewicz pf. Failure of a femoral revision knee component with chemical corrosion and elevated metal ions: a case report and literature review. Jbjs case connect. 2023 jul 12;13(3). Doi: 10.2106/jbjs.cc.23.00043. Pmid: 37437076. Objective and methods: authors report on a single patient case of a 61-year-old, male, with late, atraumatic failure of a modular revision knee femoral component and elevated metal ions. The patient had a depuy sigma revision knee (which had been implanted 13 years prior, following 2-stage treatment for infection, of an unknown manufacturer¿s primary knee). His revision knee components consisted of a cemented stemmed posterior stabilized femur, a resurfaced patella, and a cemented stemmed fixed bearing tibial tray¿the cement manufacturer was not identified by the authors. The patient presented with pain, limping/difficulty ambulating, edema, some flexion contracture (only to 65 degrees flexion), slight varus-valgus instability, and preoperative elevation of serum cobalt and chromium levels, with cobalt 7.3 ppb and chromium 4.6 ppb. Results: intraoperatively, surgeon identified metallosis, and a loose condylar femur component¿although the femoral stem was well-fixed, and the patella and tibial tray side components were well-fixed. Retrieval analysis following revision surgery showed extensive chemical corrosion at the metal implant interfaces. The bolt to stem interface was already loose, and fully unthreaded with ¿little torque¿ by the surgeon. Pitting corrosion was observed on the femoral component surfaces of both the femoral bolt, the adaptor, inside the femoral stem threads, and at the bolt-thru-femoral component hole where the femoral bolt seats against the femoral component. Black debris was found on the bolt threads. The sigma ps insert showed significant condylar polyethylene delamination and pitting wear. Lot and catalog number are not available, but the suspected depuy revision knee components that are possibly associated with reported adverse events are: unk knee femoral sigma ps, unk knee femoral adaptor sigma, unk knee stem sigma, unk knee femoral adaptor bolt, unk knee tibial insert sigma. Adverse event(s) and provided interventions possibly associated with unk knee femoral sigma ps (qty 1) 1 patient experienced patient symptoms of pain, joint movement impairment, edema, stiffness, joint instability, and elevated ions, foreign body reaction, as well as device experience implant loosening at an unknown interface, and implant corrosion. The implant was revised. Adverse event(s) and provided interventions possibly associated with unk knee femoral adaptor sigma (qty 1) 1 patient experienced patient symptoms of pain, joint movement impairment, edema, stiffness, joint instability, and elevated ions, foreign body reaction, as well as device experience implant corrosion. The implant was revised. Adverse event(s) and provided interventions possibly associated with unk knee stem sigma (qty 1) 1 patient experienced patient symptoms of pain, joint movement impairment, edema, stiffness, joint instability, and elevated ions, foreign body reaction, as well as device experience implant disassociation, and implant corrosion. The implant was revised. Adverse event(s) and provided interventions possibly associated with unk knee femoral adaptor bolt (qty 1) 1 patient experienced patient symptoms of pain, joint movement impairment, edema, stiffness, joint instability, and elevated ions, foreign body reaction, as well as device experience implant disassociation, and implant corrosion. The implant was revised. Adverse event(s) and provided interventions possibly associated with unk knee tibial insert sigma (qty 1) 1 patient experienced patient symptoms of pain, joint movement impairment, edema, stiffness, joint instability, and elevated ions, foreign body reaction, as well as device experience implant. The implant was revised. The patient also had revision of the unk knee tibial tray sigma, and unk knee stem sigma (tibial side), although there were no allegations against these two products¿the unk knee patella sigma was retained. These three products should be included as concomitant devices only.